Event description:
It was reported, that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was programmed off and the device was programmed to right ventricular (rv) pacing only. The lv lead was extracted. There were no adverse health consequences. The patient was stable.